Event description:
The ge oec 9800 fluoroscopy system was reported to have made a popping sound during a procedure and the monitors went blank with low ma/low kv error message displayed.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-greased the high voltage candlesticks and replaced the interconnect cable. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.